Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device was not working properly as the pressure regulating balloon (prb) had migrated out of place. The patient underwent a surgical procedure in which the prb was explanted a new component was implanted in a new position. There were no patient complications.